Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that six months ago the lead was noted to have no capture in bipolar. At implant the lead was set at unipolar for pacing and bipolar for sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.